Event description:
A man with recurrent urethral strictures underwent placement of a urolume stent, resulting in improved voiding, that was tolerated well for nearly 10 years. He presented with bloody urethral discharge. The findings including intravenous urography, were negative for any upper urinary tract abnormality. Cytoscopy demonstrated urethral inflammation w/tissue accumulation near the stent. He was treated w/fluoroquinolone for presumed urethritis. Five months later, he presented w/weakened stream, hesitancy & microhematuria. It was decided to proceed w/endoscopic laser vaporization of the distal urethral tissue accumulation w/partial urethrotomy. Pathologic analysis of tissue removed from within the urolume stent revealed fibrous muscular tissue with infiltrating high-grade carcinoma composed of transitional cells with squamous differentiation.